Manufacturer narrative:
(B)(4). Medwatch report number: mw5074959. The device history review could not be conducted since the lot number provided belongs to other family of product. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a 4.0 disposable aortic punch was placed in the artery. The punch jammed and would not open. Removal resulted in a hole in the artery. The hole was repaired. The patient's condition is unknown at this time.